Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had air recurring issues with air bubbles in reservoirs. Blood glucose level at the time of the incident was 9 mmol/l. The caller was advised that the reservoirs would be replaced but did not return the products for analysis.